Event description:
It was reported the devices were used during a lap hernia repair. It was reported the first ems jammed. One staple fell into the patient's abdomen and was not removed. A second instrument was opened and fired eight times, and was then out of staples. A third instrument was opended to complete the case. There was no consequence to the patient.